Event description:
A trilogy ev300 ventilator was reported to have failed calibration during device testing. There was no harm or injury reported. During the evaluation of the device at the customer site, the device failed a test step during testing. The device's 3-way solenoid valve and proportional valve require replacement to address the issue. A philips field service engineer will attend the customer site to complete the required repairs. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.